Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly. Unit received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, peeling end cap address label and corrosion in battery tube.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated there was a plastic piece keeps coming off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.